Manufacturer narrative:
(B)(4). Investigation summary: the product was implanted (B)(6) 2018, shortly after the product had reached its expiry date (28 february 2018). This represents product misuse. Expiration dates are fixed and depuy synthes cannot provide any safety commentary on product used outside of expiry. This complaint root cause is therefore deemed user error with no product problem identified. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0. By product family: 1x smartset hv. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports expired cement was used in total knee surgery.